Event description:
It was reported that there were three localized burned areas on the pad. Reporter's opinion is that the patient was never prepped. There was a concentration of hair at each burned spot.